Event description:
Customer reported multiple patients received false positive results. It is unknown the amount of patients with false positive results. The patients initial result was sars positive. The customer communicated the result was confirmed negative by molecular (pcr testing). It is unknown if the patients were symptomatic.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.